Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the patients femoral artery was injured when a broken sheath was removed. As of the date of this report no other information was available.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introduce dilator to avoid possible damage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance. Withdraw sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that dissection of the common femoral and external iliac arteries occurred during the procedure. The introducer's dilator was broken when extracted from the sheath and injured the patient's femoral artery upon retrieval. The patient required common femoral and external iliac arteries angioplasty with two non covered stents as a result of this procedure.